Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 400 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level displayed as "high", specific value was not provided. Customer administered a correction bolus via the pump to address the high bg.